Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the labor and delivery department are finding that after attaching the primary tubing to the clear connector of the maxplus bi-fuse extension set, it unwinds itself from the connector and disconnects causing a leak during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report unintended maxplus disconnections was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The male and female luers of both the primary set and the maxplus extension set, respectively, were inspected under magnification to observe for any cracks, fractures, or stress marks. No issues were observed on the sets. Functional and pressure testing resulted in the set flowing and no air bubbles or disconnections were observed leaking from any of the connections or components of either set. The female end of the maxplus extension set and the male luer of the primary set were measured using a go/ nogo gauge to verify it is within iso specifications. All components were confirmed to be within the required specifications. The root cause of unintended maxplus disconnections was not identified.